Event description:
Same case as MFR # 2134265-2009-06844. It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. A 2.50x16mm taxus express2 stent was implanted in the distal circumflex (cx) and a 2.50x16mm taxus express2 stent was implanted in the posterior descending artery (pda). In-stent restenosis occurred at an unspecified time later in the taxus express2 stent implanted in the distal cx and the taxus express2 stent implanted in the pda. The physician attempted to treat the in-stent restenosis with a 2.5x18mm promus stent; however, while delivering the promus stent to the distal cx, the device was unable to cross a previously placed 4.0x12mm taxus stent in the left main (lm). The physician pulled the promus stent back and experienced withdrawal difficulties. While trying to remove the promus device from the patient, the stent dislodged from the balloon. A 1.5x15mm apex balloon was advanced to the lesion and was inflated distal to the dislodged stent and the physician was able to bring the stent back and pull it into the unspecified guide catheter with the help of the apex balloon. A snare was then used to fully retrieve the stent. The procedure was completed with another of the same device with no additional patient complications reported. The patient's current condition is listed as "fine". Additional information was requested, but is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.